Manufacturer narrative:
The field service engineer inspected the device at the customer site. The field service engineer confirmed the IV pole safety collar was installed prior to the reported incident. The engineer confirmed the IV pole went down without touching the button. The IV pole button was adjusted by the field service engineer. Per the customer, the IV pole safety clamp/collar was not present prior to the reported incident. One year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. The root cause was determined to be related to the need for an adjustment of the IV pole button. Correction: the IV pole button was adjusted by a field service engineer.

Event description:
The customer reported that the IV pole falls easily. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.